Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked. Additionally, it was reported that the cartridge tubing was bent. Customer's blood glucose level was 300 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, no response was received.